Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that on (B)(6) 2026, during the initial insertion of a central venous catheter (cvc) in the general surgery ward, a large volume of air entered the arrow raulerson syringe (ars) while aspirating fluid with the introducer puncture needle. The issue was attributed to inadequate sealing of the syringe, which allowed air to enter during aspiration. There were no reports of patient injury, harm, adverse health consequences, or clinical complications associated with this event. The patient's condition was reported as "fine." The affected device was removed and replaced with another device to complete the procedure. No additional medical intervention was required.